Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. A terminal diagnosis of pneumonia was noted. It was reported that the cause of death is unknown.